Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (via hysterectomy scheduled in the next month). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (via hysterectomy scheduled in the next month). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of my coils is broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included topiramate. On an unknown date, the patient started topiramate at an unspecified dose and frequency. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("being in pain daily"), tension headache ("stress headaches") and amnesia ("made me dumb and not know who I was or what was going on"). The patient was treated with clonazepam (klonopin) and surgery (hysterectomy scheduled in the next month). At the time of the report, the device breakage, pelvic pain, tension headache and amnesia outcome was unknown. The reporter considered amnesia and tension headache to be unrelated to essure. The reporter considered device breakage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new reporter added. New adverse events added: device breakage, pelvic pain. Event medical device removal deleted. On 23-mar-2020: social media content received. New reporter was added. New events stress headaches and loss of memory were added. Topomax was added as a suspect product and klonopin as a treatment drug. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of my coils is broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included topiramate. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("being in pain daily"), tension headache ("stress headaches") and amnesia ("made me dumb and not know who I was or what was going on"). The patient was treated with clonazepam (klonopin) and surgery (hysterectomy scheduled in the next month). At the time of the report, the device breakage, pelvic pain, tension headache and amnesia outcome was unknown. The reporter considered amnesia, device breakage, pelvic pain and tension headache to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : device breakage, pelvic pain, tension headache and amnesia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.